Manufacturer narrative:
(B)(4).

Event description:
Rep (B)(6) contacted technical services to report a patient that had episodes of hvr and noise reversion. It is unknown at this time if the noise is reproducible in clinic. Tse discussed trying to reproduce the noise with isometrics. The lead appears to test fine electrically with measurements stable and within range. The patient will continue to be monitored.